Manufacturer narrative:
At this time, no further updates regarding this event has been provided, including a memory download for further review. Our records indicate that this pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, ity was noted that this pacemaker had recorded several non-sustained ventricular tachycardia episodes due to a high frequency noise being oversensed on the ventricular channel. The type of noise appeared to be consistent with minute ventilation signals. The minute ventilation feature was turned off and the sensitivity was programmed to fixed. Measurements taken on the non-boston scientific right ventricular (rv) lead were as follows: the pacing threshold measurement was 0.6 volts, the intrinsic amplitude was 15.7 mvolts, and the pacing impedance measurement was 391 ohms. The patient is not pacemaker dependent and was asymptomatic during the episodes. Boston scientific technical services (ts) was contacted and discussed this type of oversensing of the minute ventilation signals can potentially caused by a lead integrity or connection issue. The ts consultant suggested submitted a memory download for a more detailed investigation into this issue.